Event description:
On (B)(4) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The customer was unable to remember the readings which were performed within 20 minutes of each other with a lifescan meter. Although the results of the precision test are not available from the patient, the complaint is being reported because the results may not have met lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.